Event description:
The account alleged the head of the bed has not functions and the head of the bed is raised. No pt impact.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.